Manufacturer narrative:
The device was returned with depleted battery "energizer alkaline" installed. The insulin pump passed the functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The unit had cracked case upper corner of the display window, cracked battery tube threads, reservoir tube, and scratched display window.

Event description:
It was reported that the customer passed away three weeks ago while wearing the insulin pump. The mother stated that the customer was running low, but she was not sure about her last blood glucose reading. The caller stated that they are waiting for the autopsy and did not have the device with her at time of call. It was stated that the customer had back surgery, staff infection and kidney failure. No further information was provided.

Manufacturer narrative:
The insulin pump was returned with a depleted battery energizer alkaline installed. The insulin pump passed all functional testing including rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. However, the insulin pump had cracked case upper corner of display window, cracked battery tube threads, reservoir tube and scratched display window noted.